Event description:
Starclose device was being used on patient post cardiac cath procedure. When the patient got up to ambulate the device did not hold and the patient had slight bleeding. A pressure device was applied and the patient was put on bedrest for 4 hours. Patient discharged in normal timeframe. Patient did not develop any other issues.